Event description:
A caller reported a cartridge alarm issue during the load process. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.